Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via the brachial artery. The physician was able to advance the 6.0mmx14mmx150cm express sd renal/biliary stent up to the subclavian artery before it became stuck with the .014 thruway guide wire. The express sd renal/biliary stent and thruway guide wire were removed together as a system.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a express sd catheter with stent. There was no guide wire stuck or returned with the device. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in the wire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Functional testing was completed using a new mach 1 guide catheter, as the guide catheter used in the clinical event was not returned for analysis. The express sd was advanced through the mach 1 guide catheter with no issue. No resistance was felt and the difficulty was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the renal artery. After a 7f 55cm mach I guide catheter was advanced, a .014 thruway guide wire successfully crossed the lesion. A 6.0mmx14mmx150cm express® sd renal/biliary stent was advanced however, the device got stuck in the guide wire and could not advance inside the guide catheter. No patient complication were reported and the patient status was stable.